Event description:
It was reported that a flogard infusion pump does not function. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. During evaluation, the pump was found to have a damaged safety slide clamp. The reported condition was confirmed as the damaged safety slide clamp. Nothing related to the reported problem was found in the event history. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.